Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an specified procedure. Reportedly, the suture was not present when the needle plunger was retracted. The device was removed and manual compression was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation of the returned device revealed the suture was undamaged and partially exposed. The link and both cuffs were not returned. Both the posterior foot and the posterior needle tip were broken, consistent with the posterior foot being struck by the posterior needle tip during the plunger insertion. Due to the posterior needle failing to engage with the posterior cuff, the cuff was not ejected, but held in the posterior foot pocket. When the plunger was removed from the device, it caused an anterior cuff-to-needle tip detachment as indicated by the damaged anterior needle. The most probable root caused for the posterior needle tip striking the foot, is needle deflection due to unexpected interaction with human tissue, or bending of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history for this lot did not produce any findings relevant to this investigation.